Event description:
A report has been received from a family representative who reported that during a transfer from this device to the car, the brakes failed and the wife fell onto her husband. Additional information included 911 was contacted. The end user did not sustain any injury, however the husband received medical intervention however the exact detail is not known. This incident is being filed as a serious injury since 911 was contacted for assistance or possible emergent care.